Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 27 mg/dl yesterday at four o'clock in the morning. The customer declined troubleshooting for the hypoglycemic episode as she only called to follow-up on a product order. No further details were given regarding the low blood glucose value. The insulin pump was not returned or replaced.